Event description:
It was observed that during the device evaluation, the product exhibited moisture inside charged coupled device lens and failed leak test from focus ring and zoom ring. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: moisture inside charged couples device lens and failed leak test from focus ring and zoom ring. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.